Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer after passing the air leak test. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 200 cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.